Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 45.1 months for elective replacement indicator (eri). There have been no allegations against the performance of this device.,